Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problem mentioned in the patient report. This is a combined initial and final report.

Event description:
The patient was explanted due to device malfunction. The patient has been re-implanted.